Event description:
It was reported that the user experienced frequent low blood glucose episodes in the late afternoon, described as occurring between 4 and 6 pm, while using the ilet; support review indicated frequent use of the pause function, inconsistent meal announcements, and possible snacking to prevent lows, and the user planned a factory reset with education provided on spacing meals and avoiding pauses. Symptoms included hypoglycemia. Outcomes included the need for oral glucose to treat the event. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.